Manufacturer narrative:
Event site postal code: (B)(6). Getinge field service engineer (fse) found that system showing maintenance required #1 alarm, atmosphere transducer out of range so calibrated all 3 transducers and then checked it. Working fine and ready to use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test fails# alarm. There was no patient involved.